Event description:
Event description guidant received information that during an implantation procedure, the physician realized that a 9 french introducer and an endocardial lead had been inserted into the arterial system instead of the intended venous system.